Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, the device had an issue wherein its¿ green button and handle did not function. Another device was used to complete the procedure. No patient injury has been noted.